Manufacturer narrative:
A ventec clinician talked with emergency medical services and directed them to the durable medical equipment compnay that set the device up in the patient's home. There was no allegation of a device malfunction. The device will not be retunred to ventec for an evaluation. Based on the information availabe, ventec has determined that it's reasonable to conlcude that the likely cause was due to user error.

Event description:
It was reported to ventec that emergency medical services were dispatched to a patients home and found that the patient was confused and hypoxic and didn't know how to use his vocsn. The reported issue resulted in the patient's o2 levels decreasing which required intervention by medical personnel to prevent permanent impairment or damage to the patient. There were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Additionally, the initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.